Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm force sensor calibration values corrupted. Customer's blood glucose at time of incident was 150 mg/dl. The customer stated that he received the alarm. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
After battery installation, the pump gave a full segment display anomaly due to a faulty component on the interface board. Unable to verify the force sensor calibration alarms due to the missing segment. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.